Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 446 mg/dl. Customer experienced cramping and treated their high blood glucose via manual injection. Customer advised there was white debris on the cannula, they would place the cannula in their buttock area ever since they moved their site. Customer was assisted with removing the reservoir, rewind the insulin pump, reinserting the reservoir and running a manual prime. Customer's alarm history showed multiple no delivery alarms. Customer had two bent cannulas in addition to high blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.